Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The returned defective device was investigated. Reported defect was not confirmed. Root cause was not identified as the product is compliant with specifications. As the root cause of this complaint was not determined, no corrective/ preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that, when the user was putting the memobag in the patient from the 12mm port to collect bladder during a laparoscopic cholecystectomy, the plunger got detached and fell in the body. It was withdrawn, and another unit was used to complete the operation. According to the user, he/she did not put a force to the plunger when it fell.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when the user was putting the memobag in the patient from the 12mm port to collect bladder during a laparoscopic cholecystectomy, the plunger got detached and fell in the body. It was withdrawn, and another unit was used to complete the operation. According to the user, he/she did not put a force to the plunger when it fell.